Event description:
Boston scientific received information that the remote home monitoring system issued an alert for an out of range shock impedance measurement on the right ventricular (rv) lead and device. Upon review of the remote home monitoring system, the clinic did not see the out of range measurement. Boston scientific technical services (ts) was consulted and discussed that impedance measurements are taken every 21 hours, thus there is a possibility for two measurements in one day. The out of range impedance measurement would have been taken, but the second measurement which was in range would have been recorded on the remote home monitoring website. Ts suggested bringing the patient in for evaluation and further testing. At this time the physician has opted to not bring the patient in since the lead has had higher impedances since implant and will continue to monitor via the remote home monitoring system. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.